Event description:
The pt had two saphenous vein grafts anastomosed with connectors and experienced symptoms five months postoperatively. Angiogram revealed both grafts had osteal stenoses. Ptca was performed on both connectors and one stent was placed. It was reported the anticoagulation regime consisted of aspirin 200 mg/day prior to 2002. Plavix 300 mg (loading dose) and 75 mg (maintenance) was added after. No additional info was received, including if the device remains implanted.